Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port was damaged, and the pump was unable to charge without the usb cable being maneuvered in the usb port. Additionally, it was reported that a cartridge detection notification occurred during the load sequence with multiple cartridges. Reportedly, the customer successfully completed the load sequence. Customer's blood glucose ranged from approximately 160-180 mg/dl.